Manufacturer narrative:
This investigation was conducted for an unknown lot number muscle & joint 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status: not received. Final confirmation status: not confirmed.

Event description:
Event verbatim [preferred term] they would last in excess of eight hours/they were too warm [device issue]. Se narrative:this is a spontaneous report from a contactable consumer reported for herself. A 7-decade-old female patient started to receive thermacare heatwrap (thermacare heatwrap), from "2016-2017" at one per day for muscle aches. Relevant medical history and concomitant medications were not reported. She stated that she had used the wraps for different body parts throughout the years. She stated that the wraps were quite warm. Her and her husband were thinking that maybe they were too warm. She stated that when she first started buying them, she could not put them directly on skin; she would have to use a shirt and they would last in excess of eight hours. She no longer had the lot number from the wraps in the past that became too warm. The action taken in response to the event for thermacare heatwrap was stopped shortly after bringing. The outcome of the event was unknown. A sample of the product was not available to be returned. The following information was provided by product quality complaints: this investigation was conducted for an unknown lot number muscle & joint 8 hour product. The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass wrap/patch/pad too hot. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Site sample status: not received. Final confirmation status: not confirmed. Follow-up (06mar2019): follow-up attempts are completed. No further information is expected. Follow up (05mar2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (03dec2019): new information received from the same contactable consumer includes: patient age, product start date, frequency and action taken. Follow-up (16dec2019): follow-up attempts are completed. No further information is expected. Follow-up (15jan2020): new information from product quality complaints group includes: investigation results. Company clinical evaluation comment based on available information, the patient reported they would last in excess of eight hours/they were too warm, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time., comment: based on available information, the patient reported they would last in excess of eight hours/they were too warm, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time.

Event description:
Event verbatim [preferred term] they would last in excess of eight hours/they were too warm [device issue]. Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A 7-decade-old female patient started to receive thermacare heatwrap (thermacare heatwrap), from "2016-2017" at one per day for muscle aches. Relevant medical history and concomitant medications were not reported. She stated that she had used the wraps for different body parts throughout the years. She stated that the wraps were quite warm. Her and her husband were thinking that maybe they were too warm. She stated that when she first started buying them, she could not put them directly on skin; she would have to use a shirt and they would last in excess of eight hours. She no longer had the lot number from the wraps in the past that became too warm. The action taken in response to the event for thermacare heatwrap was stopped shortly after bringing. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Follow-up (06mar2019): follow-up attempts are completed. No further information is expected. Follow up (05mar2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (03dec2019): new information received from the same contactable consumer includes: patient age, product start date, frequency and action taken. Company clinical evaluation comment: based on available information, the patient reported they would last in excess of eight hours/they were too warm, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event is medically assessed as associated with the use of the device., comment: based on available information, the patient reported they would last in excess of eight hours/they were too warm, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event is medically assessed as associated with the use of the device.

Event description:
Event verbatim [preferred term] they would last in excess of eight hours/they were too warm [device issue] , . Case narrative:this is a spontaneous report from a contactable consumer reported for herself. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare heatwrap), from an unspecified date at unknown frequency for an unspecified indication. Relevant medical history and concomitant medications were not reported. She stated that she had used the wraps for different body parts throughout the years. She stated that the wraps were quite warm. Her and her husband were thinking that maybe they were too warm. She stated that when she first starting buying them she could not put them directly on skin; she would have to use a shirt and they would last in excess of eight hours. She no longer had the lot number from the wraps in the past that became too warm. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Follow-up (06mar2019): follow-up attempts are completed. No further information is expected. Follow up (05mar2018): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment based on available information, the patient reported they would last in excess of eight hours/they were too warm, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event is medically assessed as associated with the use of the device., comment: based on available information, the patient reported they would last in excess of eight hours/they were too warm, which represents a potential device malfunction. There was no adverse reaction such as burn associated with the use of the device. This malfunction has a theoretical risk to cause skin burn. The event is medically assessed as associated with the use of the device.